Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The facility reported an infusion pump that failed during pt infusion (inoperable). According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.